Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event,¿if the device is returned in the future this complaint will be re assessed, therefore, root cause undetermined. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot/batch, found no non conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that the patient had renasys go placed 3 weeks ago after open-heart surgery. She reported this morning ((B)(6) 2020) around 6 am the device started showing blockage full warning so she changed the canister even though it was not full and it worked for a little bit but then went back to blockage full. This nurse explained the troubleshooting and after performing these steps, the device immediately went to continuous and the green light came on. This nurse explained that since the alarm resolved, the problem is within the dressing and/or port end and if it is not resolved she may need a complete dressing change and she would need to contact her home health nurse. This nurse further explained if the alarm did not resolve then it would mean there is a problem with the device itself. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.